Event description:
The customer reports, due insufficient supply of canister lids with their stock of safe touch collection systems, the customer "rigged" an alternative suction set up using different canister lids. The customer contacted olympus to get additional canister lids and was informed the item is on back order at this time and could not be shipped. Once informed of the back order, the customer requested emergency permission to reprocess and re-use the safe touch collection system (lids). The customer was informed per the instructions for use the collection canisters and lids are for single use only and should not be reprocessed or reused. During a dilation and evacuation procedure using the "rigged" suction set up, a patient "nearly bled to death" due to inadequate suction created by the alternative suction set up. Additional details regarding the patient and reported event have been requested. At this time, no additional information has been provided.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being updated to provide investigation findings. New information is reported in h6 and h10. Physical evaluation of the device cannot be performed as the customer is not returning device. In addition, many unsuccessful attempts were made to reach out to the customer to retrieve more information to better understand the issue. A DHR review cannot be completed as the device is not being returned and the lot number was not provided by the customer after multiple requests. In summary, the risk has been measured to have a max severity rating of 5, a low occurrence rating of 1, and deemed a low level of risk. The risk assessment goes further to state that the failure is likely due to a misuse of the product and that a training program is recommended to educate consumers of the potential effects of failure. A letter was sent out by the olympus urology team on march 1st, 2022. This letter was sent out to address the backorder issue and to provide ongoing information about the status of production and delivery.